Manufacturer narrative:
The following fields were updated due to a device evaluation: updated b, c, and d codes. Complaint history review: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. Device history review: a review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Investigation summary: upon investigation of the actual device used in this incident, it was determined that the report did not print automatically. A technical support specialist dialed into the server and updated the tls settings on the report server to resolve theissue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer malfunctioned. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer malfunctioned. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.